Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A quote for repair was issued to the customer. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the device would not switch on. There was no report of patient injury.